Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasonic gastrovideoscope had a big cut on the pink probe. There were no reports of patient involvement.